Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the procedure the screws did not fit into the tfna. There was surgical delay of sixty (60) minutes. The proximal part of the nail remained unlocked as a result. The patient outcome is fine. This report involves one (1) ti end cap for tfna 0mm extn - sterile. This is report 1 of 2 for (B)(4).

Event description:
The operation was performed to correct a previous plate osteosynthesis. This report involves one (1) unknown trochanteric fixation nail advanced (tfna) nail. This is report 1 of 4 for (B)(4).